Event description:
It was reported that the handpiece has loose mount. This was noticed visually only. There were no deficiencies in the case. The case was completed successfully with no patient consequence.